Event description:
The customer reported to baxter (B)(4) a leak in vial-mate reconstitution device samples found in the med room of the facility. It was reported that 4 vial mate adaptors leaked. No patient involvement, adverse event, medical intervention or injury was reported. No samples are reported to be available. No additional information is available. Report 3 of 4.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed nor duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown.